Event description:
The lead was explanted on (B)(6) 2011, due to pocket infection. The procedure took place at (b)(5) , (B)(6) mn. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).